Event description:
It was reported that on a post-market clinical follow up activity (pmcf) review pmcf for joint wands, 1 patient had a chrondral lesion adjacent to the cartilage during a knee procedure using a 3.5mm 90 degree icw wand. Patient outcome is unknown. The information provided is anonymized; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that on a post-market clinical follow up activity (pmcf) review pmcf for joint wands, 1 patient had a chrondral lesion adjacent to the cartilage during a knee procedure using a 3.5mm 90 degree icw wand. Patient outcome is unknown. The information provided is anonymized; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. ¿our clinical investigation concluded: a clinical review states smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.